Event description:
It was reported while using bd luer-lok¿ 1-ml syringe 10 ml ll syringe w/o needle the stopper was defective. This occurred 100 times. There was no report of patient impact. The following information was provided by the initial reporter: suspected rubber stopper penetration.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 21-oct-2022. H6: investigation summary: one photo and one actual used sample were received by our quality team for evaluation. From the returned photo, the carton box label was observed. The returned sample was subjected to visual inspection and no defective or damaged stoppers were observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Current quality controls include a 3-hourly outgoing inspection and a 2-hourly in-process inspection to check for damaged or defective stoppers. As no defects were observed on the returned sample, a root cause could not be determined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ 1-ml syringe 10 ml ll syringe w/o needle the stopper was defective. This occurred 100 times. There was no report of patient impact. The following information was provided by the initial reporter: suspected rubber stopper penetration.